Event description:
It was reported that the patient sustained physical injuries and suffering from the product. The lead and ICD are defective. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).